Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
Information received by medtronic indicated that the insulin pump alleged under delivery because blood glucose was getting high. Customer stated that insulin pump was showing 40 mg/dl but the meter was showing 70 mg/dl. Customer was treated with bolus for high blood glucose level. Customer reported that they have contacted their healthcare professional regarding the high blood glucose level. Customer stated that they were not admitted to emergency room, nor hospital or nor to emergency medical service. Customer stated that during self test the insulin pump had hardware low level failure. No harm requiring medical intervention was reported. The insulin pump will not be returned for analysis.